Event description:
It was reported that the user was unable to attach and lock the cartridge into the ilet until performing a rewind, after which the cartridge fit and locked properly; the issue aligned with a fitting problem involving the reservoir component. Customer care provided support that included user guided troubleshooting rewinding steps. Investigation of this case revealed a mechanical problem consistent with a fitting issue at the reservoir interface that resolved with proper rewind procedure. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.